Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the patient could not control their urine. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they experienced leakage and pain with their first ins. The pain and leaking were resolved when the patient's healthcare provider (hcp) increased stimulation. The patient stated that the leakage caused the pain. Additional information received from the patient on april 26, 2017 reported that the ins had ¿quit working completely¿ and they got a second ins device. There were no further complications reported or anticipated.